Event description:
Caller reported a malfunction on the pump with no notable events occurring prior. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, which the caller understood and acknowledged. The caller chose to resume insulin therapy independently.